Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any patient consequence, treatment rendered and/or any medical/surgical intervention? Not at this time. How was the procedure complete? With this proceed mesh and fixation. How is the patient today? I have not received any information from the surgeon about complications or any negative impacts on the patient please confirm no product is available for analysis. No product available.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2018, and the mesh was implanted. During the procedure, the mesh orc layer became gooey and tore a little while fixating it to the abdominal wall. The surgeon determined he would still use the mesh. The procedure was completed with same mesh and fixation. There was no patient consequence reported. Surgeon opted to keep mesh in patient.